Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was displaying the incorrect date/time. The complaint was classified based on based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient stated that the alleged meter issue began on (B)(6) 2017. The patient reportedly manages their diabetes with a combination of oral medication, diet and exercise. In response to the alleged meter issue the patient took more food and drink. Approximately 25 minutes later the patient developed the symptom of "dizziness." In response to this symptom the patient attended the emergency room. She was unable to recount the treatment she received but stated that she was found to be hypokalemic. She was unsure if the symptom was due to the alleged issue with her device or due to the hypokalemia. During troubleshooting the csr was able to confirm that this was not the first usage of the device and that the alleged issue was not re-occuring. The issue did not occur immediately after changing the meter batteries. The csr was able to resolve the issue with training. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.